Event description:
It was reported that during a low anterior resection the doctor could not break the washer of the device. The surgeon excised the tissue and reanastomosed with another stapler. There was no pt consequence.